Manufacturer narrative:
The field service engineer (fse) serviced the unit on 01/19/2012 and discovered the vacuum system was failing intermittently, the main pipettor tip showed signs of wear and the incubator belt nearly passed the calibration routine. The fse inspected the wash wheel, reaction vessel (rv) route, tubing and probes; no issues were found. The rv exerciser routine was performed to check for smooth transitions between the incubator belt and rake; no issues were noted. The fse replaced the incubator belt, the rv clips, the main pipettor tip and the pipettor wash tower. The fse verified the incubator belt installation via a belt calibration, verified the ultrasonic temperature and voltage and performed the necessary pipettor alignments. The fse noted that the wash tower replacement resolved the vacuum issues. A routine system check and a high sensitivity system check were performed by the fse. Both passed within the system's specifications. The customer performed assay quality control (qc) and all results were within the laboratory's established ranges. The unit conformed to the manufacturer's published performance specifications. Eval codes: wash tower this medwatch report is related to MDR 2122870-2012-00349.

Event description:
The customer reported discrepant troponin I (accutni), within the risk stratification, for three patients, involving unicel dxc 600i synchron access clinical system. This is report number two of two. Subsequent testing recovered lower results, within the risk stratification. The elevated results were not released out of the laboratory. The customer stated all troponin I results are retested at all times. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.